Event description:
A pair of devices was returned to the manufacturer with the notation "valve stuck open" on the packaging. There was no pt or event information provided. There was no indication if one or both valve were suspect. Both devices had been explanted from an unidentified pt.